Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer would not update. It was also found during analysis that the cursor was functional when first turned on however was then noted to stop working. Attempted to reload and could not select ok at load. Due to the lack of parts and the intermittent nature of the device, it was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.